Event description:
The customer reported to olympus, in surgery, the endoeye flex deflectable videoscope presented a too dark image. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was not confirmed. The only issue found was the bending section cover glue was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely one of the following mechanisms caused the event: a) due to stress at the distal end, abnormality of charged coupled device (ccd)-cable in bending section such as kink, misalignment or the like occurred, which led to temporary failure of conductivity of ccd-cable. B) ccd-unit or circuit board inside video connector shorted temporarily due to the following. B-1) the power was turned on or off while the video connector was wet. B-2) the video connector was connected/disconnected while the power was turned on. B-3) a scratch or a stain of the electrical contacts of the video system center or the video connector. B-4) application of static electricity to the electrical contacts of the video connector. B-5) incompatible reprocessing condition such as autoclaving. The following is included in the instructions for use (IFU): "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." "Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.